Event description:
It was reported that a spectrum iq pump displayed a ¿close door error¿ when the device was powered off. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ' close door error' was not reproduced. A review of the event history log revealed multiple occurrences of "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper link switch failing. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.